Event description:
It was reported the device was used during a video-assisted thoracic surgery. It was reported that the atb35 was fired and the jaws were locked on the tissue. The instrument would not open. Another stapler was used to excise the tissue and instrument. There is no other information at this time. The rep stated the hospital personnel sent the instrument to be sterilized and the rep is going to pick it up at the hospital. There was no consequence to the patient.

Manufacturer narrative:
D5,6;h4: information not available, device not returned for analysis.